Event description:
Two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) results were obtained from two (2) sample draws for one patient on a dimension exl 200 system. One of the falsely elevated results was reported to the physician(s), and the result was questioned. A new sample was drawn from the same patient and processed on an alternate non-siemens system using troponin t methodology at another facility. A negative result, considered correct, was obtained. The customer stated that coronarography and electrocardiogram were performed on the patient on (B)(6) 2023 and the results were negative. There are no known reports of adverse health consequences for the patient due to the falsely elevated loci high-sensitivity troponin I (tnih) results or the additional medical procedure(s).

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely elevated loci high-sensitivity troponin I (tnih) results obtained from two (2) sample draws for one patient on a dimension exl 200 system. Siemens is investigating the event. An additional MDR was filed for the event that occurred on (B)(6) 2023.

Manufacturer narrative:
Additional information (12-may-2023): the initial MDR stated that "an additional MDR was filed for the event that occurred on 28-apr-2023." The additional MDR number is 2432235-2023-00092.

Manufacturer narrative:
Additional information (07-aug-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The customer sent the patient sample to siemens for additional studies, and the patient sample was received. The sample was evaluated by siemens, and macrotroponin (autoantibody immune complex) interference was identified with the loci high-sensitivity troponin I (tnih) assay. Hsc concluded the cause of the event was macrotroponin interference with the tnih assay. A potential product issue was not identified. The customer is operational. As stated in the limitations of procedure section of the dimension exl tnih instructions for use (IFU): "patient samples may contain heterophilic antibodies or cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution". The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00091 was filed on 12-may-2023. Supplemental MDR 2432235-2023-00091 supplement 1 was filed on 19-may-2023.